Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Inspection of the logs show blower related failure alarms. The blower has been replaced but alarm 316 is still active.

Event description:
The customer reported alarm 316 - blower failure. At this time, there is no information regarding patient involvement.